Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differentials with threshold suspend. Customer's blood glucose went as high as 141 mg/dl. Customer¿s sensor glucose level went as low as 48 mg/dl. The sensor glucose and blood glucose readings have been off by almost 100 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to monitor the issue.